Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the root cause of the issue is user error. The customer changed the configuration so that the expiratory volume analysis is done by the gas module, the volume analysis was therefore impossible. Hence, this is not a reportable malfunction. D4 primary UDI number corrected.